Event description:
This unsolicited case from united states was received on 13-dec-2017 from a other healthcare professional. This case concerns a male (age unspecified) patient who received treatment with synvisc one and after few days the patient had pain, swelling hot knee and had difficulty bearing weight; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On an unknown date in 2017, the patient initiated treatment with single intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020). On an unknown date in 2017, (few days after starting treatment), the patient had pain, swelling hot knee and had difficulty bearing weight for a few days after injection. Corrective treatment: not reported for all. Outcome: recovered for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced weight bearing difficulty, knee swelling, joint warmth and knee pain. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.